Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 29-jun-2021 via email: reported to have failed during testing and no patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. The dso (downstream occlusion sensor) would not calibrate. The dso was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump downstream occlusion voltage rests at 3mv. No adverse effects reported.